Event description:
Additional information indicated system was interrogated and x-rays show that both tails of the paddle lead do not appear to be fully inserted into ipg header. Surgical intervention is pending.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2024 wherein both tails of the lead were re-inserted into the ipg header, and the lead impedances were cleared. No devices were explanted. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that most contacts on the lead had high impedances. Surgical intervention may be undertaken to address this issue.